Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an increase recharge burden due to the ipg not holding its charge. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. Patient has effective therapy post op.